Manufacturer narrative:
Concomitant medical product: addrl1 ipg implanted: (B)(6) 2012.

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. Data showed there had been a number of low impedances before the lead switched to unipolar. There were also a high number of atrial high rate episodes that were all noise, and the noise, could be reproduced. Reprogramming was performed and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Also, the impedance trend on the atrial pacing lead was decreasing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead was noted with steadily decreasing impedance. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.